Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was capped and replaced on 5 jan 2023. The patient was stable throughout the procedure.